Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported issue. Through a review of the electronic keylog record, the reported issue was verified. As a precaution, physio-control replaced the battery connector pins. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event. The customer responded to a patient event with the patient suffering from pneumonia and requiring ECG monitoring. Once the customer was on scene, the ECG leads were connected to the device for monitoring and the device lost power. The customer explained they were able to restore power when this occurred. The device exhibited a similar loss of power multiple times following the initial loss of power. The customer explained that the delay in care did not compromise the health of the patient at any time. The patient did not suffer any adverse effects during the reported event.